Event description:
Distributor reported on behalf of home care patient that during use of the device, the patient reportedly experienced difficulties with the device and felt short of breath. The tracheostomy tube was subsequently exchanged. Immediately following the tube change, bleeding was noted and it was decided that the patient would be transported to the hospital. While in the ambulance, the patient "coded" two times. Within 24 hours of arriving at the hospital, the patient was determined to have no brain activity and was removed from life support. The reporter noted that the patient had been the recipient of a double-lung transplant. The reporter also noted that the patient's family does not believe the patient's death to be related to the tracheostomy tube, but rather the patient's lung complications.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.